Manufacturer narrative:
One opened knife sample was received seated incorrectly in a blade protector tray for the report of being blunt. The returned sample was visually inspected and was found to be nonconforming with a damaged tip. Penetration testing could not be performed due to the damaged condition of the sample. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. This report reflects one knife from a lot number that is now known. This knife was previously reported under MDR number 2523835-2018-00455, but is now being reported separately due to the lot number information having subsequently become available. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This report is the second of four reports from this reporting facility. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that six knives were blunt during separate cataract surgeries with no patient impact. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information received clarified that the multiple blunt knives were from varying lot numbers. This report reflects one of four total reports from this facility.

Manufacturer narrative:
To date, no sample has been received at manufacturing for evaluation for the report of blunt knives therefore, the condition of the product could not be verified. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are five additional complaints associated with the lot for the reported issue. Photos attached to the parent complaint were reviewed by the manufacturing site. The five photos show five 2.4mm knives in blister packages not related to the complaint files. The five knives belong to associated qs files: (B)(4). The reported issue of blunt knives could not be confirmed from the photos. As a sample was not returned and the device history record review of the lot number provided indicates that the product was processed and released according to acceptance criteria, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).